Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarm. After changing the reservoir and infusion set the customer was unable to get insulin to exit the tube. The reservoir and infusion sets will be returned for analysis and two replacement reservoirs and infusion sets were shipped to the customer.